Event description:
Per canadian affiliate: the customer's catheter was inserted by his nurse, but when the balloon was filled, the balloon burst. Pt is (B)(6) year old male. The pt experienced stress from the event, but there were no injuries or complications. The catheter was removed and another competitor's catheter was used. No pt injury reported. Pt condition reported as fine.

Manufacturer narrative:
The device sample was not received by the MFR at the time of this report.